Event description:
Reportable based on analysis approved on (B)(4) 2014. It was reported that a difficulty crossing event occurred. The 22mm x 4.0mm, 80% stenosed target lesion was located in the non tortuous and non calcified left anterior descending artery. Pre-dilation was performed with an unspecified balloon catheter. A 15mm x 4.0mm quantum maverick balloon catheter was selected to dilate the lesion. The device was unable to cross the stent after it was implanted. The procedure was completed with a different device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed shaft break.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of the distal portion of the quantum maverick balloon catheter with no original packaging or other devices. There was contrast and blood between the balloon folds. The balloon was tightly folded. The hub/strain relief and 21cm of the hypotube were not returned for product analysis. The received portion of the device was 119cm in length and had a separation at the hypotube. The hypotube fracture surface was ovaled, which suggests the device was kinked prior to separation. The distal tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).